Manufacturer narrative:
The plate was used in combination with a nitinol clip implant, and together functioned as one total construct, in order to provide compression to better facilitate the fusion process. One of the clips used has also been confirmed to have experienced mechanical failure. The clips that were used are listed below: part number: 7115-1515kt lot number: 500145; part number: 7115-1515, lot number: 500173.

Event description:
Date of initial surgery was (B)(6) 2018. The hardware was removed on (B)(6) 2018 and the site was revised. The plate and one nitinol clip implant have been confirmed to have experienced mechanical failure. No x-rays are available at this time.